Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons are reportedly not responding with every button press. The reporter claimed that the alleged issue is affecting the down arrow button more than the up and ok keypad buttons and reported that the keypad feels flat; however, keypad still intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad was intact no lifting or peeling was observed, the down keypad button was intermittently responding and the up/ok/contrast keypad buttons were responsive to user input, all buttons sprung back normally when pressed, it was observed that the down key contact was misaligned, and there was evidence of adhesive/contamination found under all key contacts.